Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 38, hi, and 480 mg/dl. Tests were done within 20 mintues. Pt did eat a muffin with coffee between the reading of 38 mg/dl and hi. No further info has been reported.